Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that the battery gauge was observed to be fluctuating. Customer's blood glucose level was 188 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.